Event description:
The customer reported that the fluoro screen was black and it wouldn't come back on. The live image was unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced and the high voltage cables were regreased. The system was then found to be operating as intended.